Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was performed to treat a concentric, de novo lesion with heavy tortuosity, no calcification and 100% stenosis in the right common iliac artery. Pre-dilatation was performed. A 10 x 80 mm non-abbott stent was implanted just under the bifurcation, a 10.0 x 100 mm absolute pro stent was implanted over the external iliac and a 8.0 x 80 mm non-abbott stent was implanted. The three stents were implanted overlapping for 1cm each. Post-dilation was performed with a 6.0 mm non-abbott balloon catheter. Angiography revealed a stent fracture with the absolute pro stent. The physician commented that the stent fracture might have occurred since the absolute pro stent lost motion range (width) because of the absolute stent was fixed with rigid stents on both sides. There was no treatment for the stent fracture and the procedure was completed since good hemodynamics and blood flow were confirmed. The patients condition was stable 4 days after procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent fracture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.